Event description:
The hospital reported that during an endoscopic vein harvesting procedure, four hemopro devices had the jaws peeled. Two of the devices are returned. The customer has not responded to multiple requests for info related to the event date, batch numbers, pt effects, or how the procedure was completed.

Manufacturer narrative:
The device have not yet been returned to maquet cardiac surgery for eval. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the devices are received. Lot history record reviews could not be performed as the product lot numbers are unk. (B)(4).